Event description:
Oll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red burning and bleeding. There was no alleged device malfunction contributing to the irritation.the patient's physician recommended a cortisone cream for the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.